Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time.

Event description:
Customer called for training on the truemetrix go meter. At the time of the call, the customer reported feeling sweaty and dizzy; medical attention was not needed at the time. During the call, a blood test was performed using the truemetrix go meter and customer obtained a result of 103 mg/dl fasting; customer was satisfied with the result obtained.